Event description:
Analysis of the returned device showed evidence of coil breakage.

Manufacturer narrative:
The device history record (DHR) has been reviewed and no issues or discrepancies were found. The DHR confirmed the device met all material, assembly and performance specifications upon its release. Only the pusherwire was returned inside the dispenser hoop. The introducer sheath, coil and packaging were not returned. Analysis of the pusherwire showed the inner section and polyethylene terephthalate (pet) material are still attached along with the anchor chain assembly which is evident of coil breakage. There was no damage or kinks noted to the pusherwire. All dimensions of the pusherwire, with the exception of the additional pet material and anchor chain assembly, were measured and found to be within specification. The returned device was found to be broken, and there were no issues noted with the manufacture of the product. Therefore, based on analysis of the returned device and available information, the most probable cause of the coil breakage was determined to be related to handling damage.